Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient scheduled for the filter retrieval. Through the right internal jugular vein, a capture device was advanced over the filter. The tip could not be retrieved. Several wires and a gooseneck snare along with another retrieval device was used in an attempt to retrieve the filter. However, all of these were unsuccessful due to the tip was likely adherent to the inferior vena cava wall. The decision was made to conclude the procedure and the filter could easily be left in place permanently. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: d1, d4(product catalog no), e1(complainant facility, phone no and mail address),h6 (method and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: the supplemental MDR #3 was inadvertently submitted with a g3 date of awareness as 10-feb-2022. The correct MDR date of awareness (g3) is 01-feb-2022. Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later post filter deployment, inferior vena cava filter removal was performed which showed through the jugular vein approach, under ultrasound guidance, a micropuncture needle was advanced. A 5-french coaxial introducer sheath was placed. Dilatation was performed. A vascular sheath was then advanced to the inferior vena cava above the level of the filter and inferior vena cavogram was performed. There was no clot surrounding the filter. Next, a capture device was advanced over the filter. The tip could not be retrieved. Several wires, a goose neck snare and a second retrieval device were used to attempt to capture the filter. All of these were unsuccessful. An extended fluoro time was noted. It was decided to terminate the procedure at this time. The filter could easily be left in place permanently. After four months, the patient experienced abdominal pain, computed tomography imaging of abdomen and pelvis with intravenous and oral contrast was performed which showed there was an inferior vena cava filter with apparent protrusion of the proximal end into or perhaps through the inferior vena cava. Therefore, the investigation is confirmed for the alleged retrieval difficulties and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months later post filter deployment, inferior vena cava filter removal was performed which showed through the jugular vein approach, under ultrasound guidance, a micropuncture needle was advanced. A 5-french coaxial introducer sheath was placed. Dilatation was performed. A vascular sheath was then advanced to the inferior vena cava above the level of the filter and inferior vena cavogram was performed. There was no clot surrounding the filter. Next, a capture device was advanced over the filter. The tip could not be retrieved. Several wires, a goose neck snare and a second retrieval device were used to attempt to capture the filter. All of these were unsuccessful. An extended fluoro time was noted. It was decided to terminate the procedure at this time. The filter could easily be left in place permanently. After four months, the patient experienced abdominal pain, computed tomography imaging of abdomen and pelvis with intravenous and oral contrast was performed which showed there was an inferior vena cava filter with apparent protrusion of the proximal end into or perhaps through the inferior vena cava. Therefore, the investigation is confirmed for the alleged retrieval difficulties and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient who was pre-op for gastric bypass surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was easily deployed in the infrarenal ivc with no tilt. Hemostasis was achieved with direct compression. Approximately two months post filter deployment, the patient presented for filter retrieval. The internal jugular vein was accessed and a venacavogram was performed which demonstrated no clot surrounding the filter. A capture device was advanced over the filter; however, the tip could not be retrieved. Several wires and a gooseneck snare along with another retrieval device were used in an attempt to retrieve the filter; however, retrieval was unsuccessful due to the tip likely being adherent to the ivc wall. The decision was made to conclude the procedure and the filter could easily be left in place permanently. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. Approximately two months post filter deployment, the patient presented for filter retrieval. A capture device was advanced over the filter; however, the tip could not be retrieved. Several wires and a gooseneck snare along with another retrieval device were used in an attempt to retrieve the filter; however, retrieval was unsuccessful due to the tip likely being adherent to the ivc wall. Based on the medical records, the investigation is confirmed for difficulties removing the filter. The investigation is inconclusive for a tilted filter as imaging and reports were not provided to confirm a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient who was pre-op for gastric bypass surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in the infrarenal ivc without tilt. Hemostasis was achieved with direct compression. Approximately two months post filter deployment, the patient presented for a filter retrieval procedure. The internal jugular vein was accessed and multiple devices were used in an attempt to remove the filter, however the attempts were unsuccessful. The tip was likely adherent to the ivc wall. The decision was made to conclude the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Medical records have been received and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient who was pre-op for gastric bypass surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was easily deployed in the infrarenal ivc with no tilt. Hemostasis was achieved with direct compression. Approximately two months post filter deployment, the patient presented for filter retrieval. The internal jugular vein was accessed and a venacavogram was performed which demonstrated no clot surrounding the filter. A capture device was advanced over the filter; however the tip could not be retrieved. Several wires and a gooseneck snare along with another retrieval device was used in an attempt to retrieve the filter, however was unsuccessful due to the tip likely being adherent to the ivc wall. The decision was made to conclude the procedure and the filter could easily be left in place permanently. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient who was pre-op for gastric bypass surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was successfully deployed in the infrarenal ivc without tilt. Hemostasis was achieved with direct compression. Approximately two months post filter deployment, the patient presented for a filter retrieval procedure. The internal jugular vein was accessed and multiple devices were used in an attempt to remove the filter, however the attempts were unsuccessful. The tip was likely adherent to the ivc wall. The decision was made to conclude the procedure. No additional information was provided in the medical records received.